Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported issue of broken cable was not confirmed by failure analysis. The returned product did not exhibit the event described in the complaint. The instrument passed a visual inspection of cables. Additional unrelated observation(s) not reported by site: the instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 7.0mm x 1.0mm. There was not any material missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: refer to annex g for updated code.

Event description:
Refer to h11 for follow-up information.